Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarmed on 01/07/2026 at 03:34:36.000 due to hardware error found in the history files. Pump error 43 was noted on 01/07/2026 at 04:02:01.000. Pump error 3 was also noted on 01/07/2026 from 03:34:36.000 through 04:04:47.000. In addition, pump error 42 was noted on 01/07/2026 at 03:34:39.000. Pump was cut open to perform visual inspection and found moisture damage on electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails, battery tube threads - cracked and scratched case. Critical pump error (open book image) alarm was confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm was confirmed due to hardware error. Pump error 3, 43, and 42 were also confirmed when noted in adapt history files. Unable to confirm high bgs due to open book. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor), pump error 42 (drive count error boundaries exceeded after movement), pump error 3 (the main arm cannot communicate with the motor arm), and pump error 63 (hardware low-level failures). The blood glucose value at the time of the event was 400 mg/dl. The customer was treated with manual injection and an insulin pump. The event involved product(s) mmt-1884, mmt-864a, mmt-332a. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm but was unable to rewind the pump. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-864a. No product return is required for mmt-332a.